Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the catheter (model 8731sc) found the catheter body was incorrectly assembled in manufacturing. An attempt was made to insert the distal catheter portion (with guidewire inserted in it) through the introducer needle. The catheter-guidewire assembly would not go through the introducer needle. Inspection of the catheter revealed that excess adhesive encircled the metal tip and was the reason the catheter could not be inserted through the introducer needle. There were three bends in the guidewire more towards its distal end. These were most likely the result of attempts to insert the catheter guidewire assembly through the introducer needle.

Event description:
It was reported that when the catheter was tested pre-operative, the healthcare provider (hcp) could not introduce it through the introduction needle; "didn't fit into the puncture needle." The catheter was not implanted and a new one was used instead. Patient outcome was noted as "ok."